Event description:
According to the information received, while preparing, there was an image flickering on the storz product. The storz system was changed to resolve the issue. There was no patient involvement.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The customer's statement "there was an image flickering on the storz product" cannot be confirmed. The reported malfunction could not be reproduced. The software on the device is outdated and does not correspond to the current version. The damage found cannot be attributed to a manufacturing or production defect. Internal karl storz reference number: (B)(4).